Event description:
The recipient_s parents applied for fitting of the audio processor as the child had poor speech intelligibility. The recipient heard all sounds, but does not understand the words. In situ testing showed affected channels. Re-implantation is considered but has not been scheduled yet.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipients parents applied for fitting of the audio processor as the child had poor speech intelligibility. The recipient heard all sounds, but does not understand the words. In situ testing showed affected channels. There has not yet been a date scheduled for surgery.